Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 8mm permanent cautery hook (pch) instrument was analyzed and was found to have a broken monopolar yaw pulley at the proximal clevis. Broken pieces are missing as a result of breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, 8mm permanent cautery hook instrument had a broken plastic part near the tip of the wrist and it was discovered by the customer through the scope after installing the instrument. The procedure was completed with no reported injury.